Event description:
The customer reported to olympus, the high flow insufflation unit insufflation of gas slows down automatically during procedure and insufflation is too slow to continue the procedure. The issue was found during a colectomy therapeutic procedure, and it was completed using similar equipment. Patient was not under anesthesia, there were no reports of patient harm, and there was no delay.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d9 g2 (unmark company representative) and h6 (medical device problem code) and h6 remove 4114 - device not returned (type of investigation code) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint insufflation of gas slows down automatically during procedure and insufflation is too slow to continue the procedure was not confirmed. Based on the results of the investigation it is likely that the failure of the printed circuit board (cr) caused an alarm to sound from the device and the led on the front panel to turn off. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
There was approx. 5 minutes delay.